Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information was received indicating that micro dislodgement was the cause of the high threshold. This rv lead was then repositioned. No additional adverse patient effects were reported.